Event description:
Event occurred in a robotic incisional hernia repair with mesh, transverse rectus abdominis release/component separation. While using the xi mega suturecut instrument #3 ((B)(4), lot n102007200174) to sew up the defect, the wire in the jaws snapped rendering it useless. This was life 7/10 of the instrument. No harm to patient. Continued procedure without delay. A few minutes later while using the xi forced bipolar instrument #1 ((B)(4), lot k122012140002) the jaws stopped aligning. This was life 8/12. No harm to patient. Continued procedure without delay.